Event description:
Caller reported an issue with a cgm error 42 related to a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete instructions for a pump reset and assisted the caller through the process. After the reset, the cgm error code did not reappear. Technical support advised the caller to wait 20 minutes before starting a new sensor session, which the caller understood and acknowledged.